Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed a skin infection at the implant site. The patient was treated with oral antibiotics (dates and durations not reported). Subsequently the abutment was removed on (B)(6), 2015. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was administered general anesthesia for the previously reported abutment removal.